Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was crimped on 08-oct-2024. The infusion set was in use for 3 hours after insertion. The site of location of infusion set was abdomen.customer replaced infusion set and resumed insulin deliveries successfully. No further information available.